Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The device was reprogrammed and remains implanted.